Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was reported that they had multiple contaminated primary plum sets - one set had been spiked to a zosyn bag but was caught prior to patient use. Some are small to large brown spots. In total, 66 were identified as contaminated. There was visible contamination in the drip chamber. As a result, they set aside all of their sets with the same lot number. Sample photos were attached.

Manufacturer narrative:
Evaluation of the returned sets confirmed the presence of black spots and white discoloration adhered to the interior wall of the drip chamber. Measurement of the black spots identified one (1) set as out of specification. Measurement of the white discoloration identified three (3) sets as out of specification. Measurement of the white discoloration and black specks together identified one (1) set as out of specification. The adhered spots observed during evaluation were confirmed to be embedded within the drip chamber. ICU medical has completed its investigation and determined that these represent discolored material originating during the molding process and embedded within the drip chamber wall. These findings are not consistent with foreign or biological contamination, and testing demonstrates that the material does not dislodge or migrate. The reported complaint of spots can be confirmed. The cause of the black spots in the drip chamber is due to discoloration of the pvc material during the molding process. The cause of the white discoloration inside the drip chamber is due to errant solvent applied during the assembly process in costa rica.